Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia with glucose level was 380 mg/dl, on (B)(6) 2019 and the current blood glucose level was 334 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin drip for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had use insulin pump system within 48 hours of reported high blood glucose event. The customer was not in auto mode when high blood glucose event happened. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.